Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The tsr had the hp cycle power and advised to setup with new supplies. Product surveillance contacted the hp on (B)(6) 2011. The hp said that she did not know how air got into the line. She did not notice anything unusual with the supplies. The hp said therapy had been going fine with no further issues. No patient injury or medical intervention was reported.